Event description:
Patient's portacath was accessed with the miniloc needle (20ga x 0.75 in) and saline was injected. During the blood draw, blood was noticed on the right angle of the needle when manually injecting saline. No apparent harm to patient or staff.